Event description:
It was reported that during a regular visit, high out of range pacing lead impedance was noted on a competitor lead. Some short noise reversions was also noted but pt did not receive inappropriate therapy. Capture thresholds, r wave and high voltage lead impedance have been stable and in range. Programming changes were made and pt will be monitored.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.